Manufacturer narrative:
UDI - not applicable since the lot number is unknown. The actual device was not returned to the manufacturer for evaluation and the lot number is unknown. Since product lot number is unknown, our investigation is limited and a review of production or complaint records was not possible. Visual, sensory and functional testing is conducted to assure all assembled sg2 needles meet manufacturer specifications. Prior shipment, qc conducts outgoing inspections and testing to assure all lots pass. Based on the limited product information provided, no probable root cause could be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for tracking, trending, and follow up. Device not returned to manufacturer.

Event description:
It was reported from (B)(4) that "this customer orders a ton of this product from us and they haven't had any issues, but in the last few months they have had six needle sticks with this product". See mdrs 3003902955-2016-00041, 3003902955-2016-00042, 3003902955-2016-00043, 3003902955-2016-00045 & 3003902955-2016-00046 for the other five reported events.